Event description:
Additional information received in 2008, indicated t1 may remain in the patient unsupported.

Manufacturer narrative:
Device was not returned for evaluation. CAPA has been opened to investigate advancement and deployment issues.